Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 4 (the motor arm cannot communicate with the main arm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for more than 8 hours. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and the device was returned.

Manufacturer narrative:
The pump passed the displacement test and self test. All buttons function properly and no pump error 23/4 alarm noted during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the electronic assembly, force sensor assembly or motor assembly. Successfully downloaded history files and traces using thump. Pump error 23 alarm found in the pump history file/trace on (B)(6) 2024 at 08:16:10. Pump error 23 alarm due to hardware error (line number 691 file number 39). Pump error 4 alarm found in the pump history file/trace on (B)(6) 2024 at 08:16:08. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump error 15 alarm found in the pump history file/trace on (B)(6) 2024 at 08:16:08. Pump error 15 alarm due to hardware error (line number 38 file number 442). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails. Pump error 23/4/15 alarm confirmed due to hardware error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.